Event description:
It was reported that during an right hemicolectomy procedure, the stapler was fired with a blue reload and after the third stroke the stapler opened automatically without giving the surgeon a chance to squeeze the firing trigger a fourth time and take the knife blade back. The blade remained exposed on the reload. The staples applied seemed closed and the cut line seemed complete. The stapler was used for a second resection with a green cartridge. The surgeon reports feeling less resistance than usual when firing the triggers. At the end of the fourth stroke the stapler did not open with the anvil release button, and it was unlocked using the red manual blade return button. In this case, too, the cut line was complete and the staples applied seemed closed. It seemed as if distal compression of tissue was not correct. There remained a gap between the lower jaw and the reload. The surgeon applied sutures to support the staple lines and performed a manual latero-lateral anastomosis. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The green. Reload was used on the cecum. The blue reload was used on the transverse colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First and 2nd. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower than expected to close and fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After the first firing, yes. After the second one, no. The surgeon had to use the red button. Is there any other additional information you would like to share about this device or procedure? No.